Event description:
It was reported that the patient presented to the hospital after hearing a device alert every few hours. After the patient was examined, it was noted that the right ventricular (rv) lead had triggered a lead integrity alert (lia) and there was dislodgement of the rv lead. The rv lead was reprogrammed and consequently revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).